Event description:
Per the audiologist, the device was explanted on (B)(6) 2021, due to the patient requiring serial mris for a medical condition. The patient was reimplanted with a new device during the same surgery.